Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited dislodgement, high thresholds and under-sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.